Event description:
The diagnostic duett was deployed following a diagnostic procedure in the right common femoral artery. Following the deployment, the patient experienced pain, diminished distal pulse and loss of color. An angiogram confirmed an occlusion and treatment consisted surgical thrombectomy. The treatment was successful and no further complications were reported.